Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage) issue. The battery compartment reportedly was cracked. There was no indication of damage to the battery cap; however, the battery cap was replaced approximately 4 to 6 months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/29/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump black box revealed frequent low battery warnings observed. A short battery life was observed in the pump histories. The battery compartment was found to be cracked alongside of the pump. The pump electrical current draws were tested and were within specifications. Unrelated to the original complaint, when the pump was opened there was moisture damage found inside the case. Additionally, the threads on the battery cap were stripped. A test cap was used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.